Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient's ins had flipped; the representative restated that they were only getting 2 coupling bars. The patient's physician assistant thought their skin was loose enough to manually flip and did so without any resistance from tissue or other problem. The patient said it didn't hurt at all. The representative checked the device with a recharger and quickly received full coupling. No symptoms or further complications reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for peripheral neuropathy, chronic low back pain, and spinal pain. It was reported that the patient was only getting 2 coupling bars and they would have to push really hard on the implant, otherwise the coupling would go away. The patient stated that the implant would move around. They reported it could turn and push up and down. The patient reported they had an appointment with a healthcare professional tomorrow. No symptoms were reported. No further complications were reported. Follow-up was conducted.